Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change procedure on (B)(6) 2019. Prior to the procedure, the patient's right ventricular exhibited high, out-of-range impedance and loss of capture. An insulation defect was suspected. It was also noted that the patient's right atrial lead had been turned off since (B)(6) 2013. It was noted that the patient's atrial lead had exhibited a loss of sensing and capture. The lead was noted to be dislodged in an x-ray. Both leads were capped and replaced on (B)(6) 2019. The procedure went well and the patient was discharged the following day.